Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received multiple insulin flow blocked alarms. The customer tried to resolve the issue by changing the infusion set, reservoir, and insulin. Customer's blood glucose level was 15.7 mmol/l. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing. Device was received with scratched case, pillowing keypad overlay, and minor scratched lcd window. .